Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During preparation for use, the front panel display of the device blinked. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus india. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from olympus india there was the possibility that the reported phenomenon was attributed to the following occurrence mechanism because dust is adhered to one surface of the part in the device. Dust has adhered to the inside of the device because dust has accumulated in the ventilation hole and its periphery used for a long time in a dusty environment. Dust adheres to the inside of the device, the internal substrate can not be started correctly, the device is determined to be a main body malfunction, then the front panel display blink.